Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 188 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was under delivering because in customer¿s blood glucose level had no change after food intake or activity. Customer states the drive support cap appears normal. Customer reports insulin exited at the quick release. Customer states they were able to perform high pressure test at that time. Customer states they repeated high pressure test and test result was no. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly and device test failed noted during testing. Device passed the delivery accuracy test.